Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitude, some atrial undersensing and overpacing. Upon review, it was noted that the leads were within normal range except for the atrial low amplitude likely due to chronic atrial fibrillation. Programming options including evaluating the medication of this patient were recommended. No adverse patient effects were reported. The device remains in service.